Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a ventilator's system board was replaced to address a ventilator inoperative alarm condition. During additional testing of the device, the device failed test steps during testing. The device's machine flow sensor was replaced to address the issue.